Event description:
It was reported that externalized conductors were observed via fluoroscopy. The patient was asymptomatic. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.